Event description:
The product was used during a lung volume reduction procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.